Manufacturer narrative:
System was functionally tested by field service, all tests passed. There were no problems found. The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility had a power surge and the stellaris system shut down during surgery. They started it back up and it work fine after that.